Manufacturer narrative:
Covidien reference number (B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to swap the upper and lower liquid crystal display (lcd) panel or to replace the graphical user interface (gui) printed circuit board (pcb).

Event description:
It was reported that the ventilator had a blank screen during patient use. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
(B)(4). Customer was not able to repair the ventilator, therefore on-site service was requested. The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.